Event description:
It was reported that the pump had a damaged downstream occlusion sensor pad. There was unknown patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
E1: facility name (B)(6). H3: one device was returned for analysis. Service history identified the complaint was not related to a previous service of the device within the review period. There was no evidence to review in the device's event history log. The customer reported a damaged downstream occlusion (dso) seal and visual inspection found the dso seal was only bubbled. Functional testing was performed. The dso seal was replaced, and the device passed all testing.